Event description:
It was reported that the pump alarmed and was confirmed by telemetry as critical. It was due to motor stall. The stall was constant and as of (B)(6) 2011 the pump had not recovered. First motor stall occurred on (B)(6) 2011 at 6:02 followed by recovery at 6:27. Additional motor stalls and recoveries had occurred over the next couple of days. Pt did have an MRI on (B)(6) 2011 and corresponding motor stall/recovery were noted. However, the pump stalled again (B)(6) 2011 at 13:47, recovered at 15:22, and then stalled again sometime later with no recovery to date. Pump replacement was scheduled for the following monday ((B)(6) 2011). Pt was being covered with oral medicine. This was the second pump that had stalled prematurely (please refer to MFR report 2182207200906245 for the first pump). Drug delivered via the device was dilaudid 20mg/ml at a daily dose of 5.5mg.

Manufacturer narrative:
(B)(4).